Event description:
Allegedly, patient was revised due to prosthesis dislocation. Components not revised: pha00164 tige femorale "clu" revetue hap 13g lot p0658702. Ppr67242 cotyle "anca" avec trous a/revet.hap 42 lot n0345367. Ppr67543 noyau "anca fit?"10 deg. 42*22 lot r0289443.1.